Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the device was cracked. The customer states they have received too much insulin for the amount they put in, causing their levels to go low. The customer declined to troubleshoot for the lows or bolus issue. The customer's blood glucose level at the time of incident was unknown. The customer was advised the pump would be replaced and returned for analysis.

Manufacturer narrative:
The insulin pump was programmed multiple boluses and monitored; all bolus deliveries were shown properly in the bolus history screen. The bolus wizard functioned properly per bolus wizard feature examples in the user guide; no bolus wizard anomalies noted during our testing. The insulin pump passed pump self-test, off no power test, unexpected restart error test, displacement test, rewind test, basic occlusion test, prime test, occlusion test and excessive no delivery test. The operating currents were within specification. The insulin pump was received with cracked case at the display window corners, minor scratches on the lcd window, cracked lcd window, cracked reservoir tube lip, scratches on the reservoir tube window and cracked battery tube threads. The insulin pump passed the displacement accuracy test.